Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the trocar separated from the balloon while inside the patient's cavity. All pieces were retrieved from the cavity. It could not be reported if a delay in the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).